Manufacturer narrative:
Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was implanted in patient's left eye, there was resistance at the end of the implantation. Also, there was a notch on the lens visible under the microscope. Lens was explanted and replaced with another dcb00 of the same diopter during the same procedure. Additional information was received, confirmed the lens was removed and replaced during the same procedure. There were no sutures, no incision enlargement and no vitrectomy required. There was no patient injury. There was no medications prescribed outside of standard of care. The lens was cut in the eye, so it could be removed and replaced. The lens was therefore thrown away afterwards. No further information was received.